Event description:
The customer reported that the freedom driver exhibited an irreversible fault alarm while supporting a patient. The customer also reported that the patient switched to fully charged onboard batteries and plugged into the freedom car charger for five minutes but the alarm did not resolve. The patient was subsequently switched to the backup freedom driver without adverse impact. Although the freedom drive exhibited an irreversible fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided ina supplemental MDR. `